Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device lost audio function after only having it for two weeks. The customer¿s blood glucose during the incident was 240 mg/dl. Offered customer troubleshooting but they declined. The customer also stated they noticing a crack on their device while changing the battery. No further troubleshooting was performed for the audio issue. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly. Device received with cracked battery tube threads and cracked case (battery tube).